Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 or pump error 4 alarms occurred during testing. A review of the pump history file shows on 01/07/2023 the following alarms occurred: (B)(6) 2023 15:34:04.000 alarmalertnotification (40) faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121 (B)(6) 2023 15:34:04.000 alarmalertnotification (40) faultnumber: motorvoltageerror (41) linenumber: 713 filenumber: 121 (B)(6) 2023 15:37:12.000 alarmalertnotification (40) faultnumber: motordriveerror (43) linenumber: 589 filenumber: 121 (B)(6) 2023 15:37:13.000 alarmalertnotification (40) faultnumber: motorvoltageerror (41) linenumber: 713 filenumber: 121 (B)(6) 2023 14:43:26.000 alarmalertnotification (40) faultnumber: softwareerror (53) linenumber: 333 filenumber: 12 (B)(6) 2023 14:43:26.000 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122 1 software_error 53 registered in main application. Failure during sending message to rfm queue. Possible cause: queue full, invalid message queue pointer, invalid source pointer for message or other 1 mainprocessorcommunicationalarm fault ID #4, file/line (B)(4): error in ipc communication in motor cpu. Occurred as result of interrupted ipc communication because main cpu restart caused by fault. 2 motordriveerror 43 and 2 motorvoltageerror 41 reason cannot be identified without detailed trace faults are not registered in detailed traces or error log, only in diagnostic traces and history, which gives us only fault type and file/line numbers. Reason cannot be identified without detailed traces. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 43, pump error 41, pump error 53, and pump error 4 alarms are confirmed, fault isolated to the hardware, (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a software error detected (pump error 53) and the motor arm cannot communicate with the main arm (pump error 4). Troubleshooting was performed. It was unknown whether the customer was able to clear the alarm and whether the pump completed the rewind successfully. The customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.